Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 03/22/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with robotic-assisted total laparoscopic hysterectomy with bso. It was reported that the patient underwent fulguration of endometriosis and lysis of omental and bowel adhesions on (B)(6) 2011 due to chronic pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
.